Event description:
As reported, approximately 8 years and 3 months post the initial left total knee arthroplasty, the patient was revised due to prosthesis wear, fracture, instability and loosening. Per the provided operative report, there was a significant amount of synovitis, which was removed. The polyethylene showed a significant amount of wear at the post, as well as posterior laterally where it fractured. The patella was also found to have a significant amount of wear. There were several small fragments of polyethylene that were floating about the knee. Because the patient has filed a long form, it appears they are alleging significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; metallosis; soft tissue damage; infection; and other injuries presently undiagnosed, which all require ongoing medical care.